Manufacturer narrative:
Per the clinic, the patient also experienced a wound dehiscence at the implant incision line which then leads to an infection (specific date not reported).

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator through the skin (specific date not reported). Subsequently, the device was explanted under general anaesthesia (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.